Manufacturer narrative:
Received 1 used silicone catheter. Per visual evaluation, a cuff roll was not observed and no defects were observed. Per the functional evaluation, the balloon was inflated with air and deflated; cuff roll was formed. A 10cc of a mix of water and blue methylene was then introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and a cuff roll was formed. Per dimensional evaluation, the active length was measured and results were as follows: short side= 0.7920¿, long side=0.8135¿ (per specification, the active length is 0.60¿ to 0.90¿). The catheter active length was found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Do not stretch catheter. This will cause repositioning of probe." (B)(4).

Event description:
It was reported that the foley catheter had a ridge at the bottom of the balloon.